Event description:
Explant surgery; diagnosed with invasive ductal carcinoma (B)(6) 2017. Had skin sparing/nipple sparing bilateral mastectomy with immediate reconstruction on (B)(6) 2017. Allergan natrelle 420 highly cohesive anatomically shaped silicone-filled both 325cc left implant ref mx-410325 sn (B)(4), right implant (ruptured) ref mx-410325 sn (B)(4). In (B)(6) 2019, I started having intermittent very intense upper abdominal-lower chest pain. It felt like a very intense muscle spasm that would last for hours. In (B)(6) 2020 I saw a gastroenterologist and a cardiologist to try to find the cause of the pain. I had an upper gi barium study, a CT of abdomen and pelvis w/contrast and a cardiac treadmill stress test...all test had normal results. The oncologist ordered an MRI of the implants. The MRI done on (B)(6) 2020 showed a ruptured right implant. The plastic surgeon that I consulted about the implant said that he didn't think that the intense pain was related to the ruptured implant. I saw my internal medicine doctor for a yearly physical all blood work was normal. I had another consultation with the gastroenterologist regarding the intense abdominal/chest pain that I continued to have. He performed an upper endoscopy which was normal. I also did a hida scan which too was normal. With all the test results coming back normal except for the ruptured implant, I decided to remove the implants and not have them replaced. I had bilateral explant surgery on (B)(6) 2020. FDA safety report ID# (B)(4).